Manufacturer narrative:
Weight:unk ethnicity: unk race: unk claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -13.0/1.0/003 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens was replaced with a longer length lens due to low vault on (B)(6) 2023. This resolved the problem. Cause of the event is reported as unknown.